Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of 50 mg/dl or above. Low bg causes were not known. The customer declined to provide additional information and declined to perform further troubleshooting with tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy.